Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Injured - mouth [mouth injury] the pin for attaching the brush head has become thin and sharp due to abrasion - oral-b [device physical property issue] brush head came loose in my mouth - oral-b [device connection issue] case narrative: female consumer via phone reported that the pin for attaching the oral-b toothbrush head became thin and sharp due to abrasion on the oral-b toothbrush handle, type 3765. The oral-b toothbrush head came loose in her mouth and she injured her mouth. No serious injury was reported. 26-apr-2024 via digital safety assessment survey: consumer was 47 years old. No serious injury was reported.

Manufacturer narrative:
09-jul-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Injured - mouth [mouth injury] the pin for attaching the brush head has become thin and sharp due to abrasion - oral-b. [Device physical property issue] brush head came loose in my mouth - oral-b [device connection issue] case narrative: female consumer via phone reported that the pin for attaching the oral-b toothbrush head became thin and sharp due to abrasion on the oral-b toothbrush handle, type 3765. The oral-b toothbrush head came loose in her mouth and she injured her mouth. No serious injury was reported. 26-apr-2024 via digital safety assessment survey: consumer was 47 years old. No serious injury was reported. 05-jun-2024 via case update: the suspect product lot number was bc810122132. No serious injury was reported.